Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out of range shock lead impedance at 125 ohms. Technical services (ts) was consulted and advised there are no signs of a fracture or non-physiologic noise on the right ventricular (rv) lead but could be calcification or the physiologic condition of the patient. The presenting electrogram (egm) shows a potential loss of capture (loc) due to there are no t-waves present. Ts provided troubleshooting, programming suggestions, and recommended the patient to be evaluated in-clinic for further evaluation. At this time, the ICD device and rv lead remain in service. No adverse patient effects were reported.